Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "looks like something and looks like rupture and not as big as the contralateral side". The healthcare professional later reported implant removal from textured to smooth due to the concerns of the product. Healthcare professional later confirmed rupture and calcifications diagnosed by mammogram. This record is for the right side. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2.

Event description:
Patient reported "looks like something and looks like rupture and not as big as the contralateral side". The healthcare professional later reported implant removal from textured to smooth due to the concerns of the product. Healthcare professional later confirmed rupture and calcifications diagnosed by mammogram. This record is for the right side. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed an opening assessed as fold flaw opening. Visibility/palpability: unable to observe as it is not related to the device. Anxiety - product/ procedure: unable to observe as it is not related to the device. Calcification: not observed. As per the investigation procedure, creases, non-penetrating nicks and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.9., h.3., h.6.

Event description:
Patient reported "looks like something and looks like rupture and not as big as the contralateral side". The healthcare professional later reported implant removal from textured to smooth due to the concerns of the product. Healthcare professional later confirmed rupture and calcifications diagnosed by mammogram. This record is for the right side. The device has been explanted and replaced.